Manufacturer narrative:
Per the user guide: always ensure that there are no air bubbles in the tubing when filling. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 200-343 mg/dl and insulin injections were administered to address the bg level. The cause of the bg level was not known. During troubleshooting, white spots on the tubing were found. There were no air bubbles. Reportedly, the customer used cold insulin to fill the cartridge and did not remove the air from the cartridge. The customer changed the pump supplies and resumed insulin delivery.